Manufacturer narrative:
Additional information received with product return. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Product label contained the fentanyl dosage: 20mcg/ml. Expiration date 06/17/2015.

Manufacturer narrative:
Concomitant medical products: baxter IV bag, lot p328971; exp. July, 2016; therapy date (B)(6) 2015. (B)(4). The customer¿s report of the silicone segment being ¿broken¿ was confirmed. Visual examination revealed that the silicone pump segment had become completely separated from the upper fitment. The upper retainer ring remained in place, still holding a small piece of the very tip of the silicone tubing; at the site of the detachment, the resulting edges of the silicone tubing had a jagged appearance, as though the segment had torn away rather than having been cut or sliced. Functional testing was not performed, as it was not possible to properly re-attach the pump segment to the upper fitment. The root cause of the separation could not be determined.

Event description:
The nurse went into the room and found the medication leaked onto the floor. Pump was alarming. She found the tubing broken in the alaris pump, "in the section of tubing that goes into the pump, near the blue piece that sits on top of the pump." Medication infusing was fentanyl and no patient harm is reported.

Event description:
The customer subsequently reported that the patient passed away one day after the event, after the family withdrew care. The customer stated the leaking set was not responsible for the patient's death.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.